Event description:
The reporter stated during surgery we had the tip break off of a 3mm hex screwdriver while positioning a screw. The tip is lodged in screw shaft, and therefore was not removed. Surgery was completed successfully with no harm to pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.